Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. It was recommended to bring the patient into clinic to assess the lead integrity. No further information available.